Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: trek 2.5x15; guide wire: prowater .014x180; sheath: 7 fr. Stent: xience 3.5x23; export aspiration catheter. Integrilin bolus 7.3ml followed by 2nd bolus of integrilin 7.3ml. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss could not be confirmed. The plunger, suture, link, needles, and cuffs were not returned with the device, which limited the scope of this investigation. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.